Event description:
On (B)(6) 2013, at (B)(6) university hospital, philadelphia, pa cardiohelp unit (B)(4) displayed a "battery 2 needs service" error message. The cardiohelp unit was returned to the service center to address the issue. (B)(4).

Manufacturer narrative:
The device was evaluated by a service technician at mcp in (B)(6) and the battery pack was replaced. 2 year maintenance was carried out and the device passed all the tests per the service protocol. (B)(4).